Event description:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female], metrorrhagia [metrorrhagia], dysmenorrhoea [dysmenorrhoea], headaches [headache], chronic asthenia [asthenia], iron deficiency anaemia [iron deficiency anaemia], lactose intolerance [lactose intolerance], pollen allergies [pollen allergy], significant muscle pain [muscle pain], fibromyalgia-type pain all over the body [fibromyalgia]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 16-jan-2025. This spontaneous case was originally reported by a healthcare professional and describes the occurrence of pelvic pain ("pelvic pain") in a 39-year-old female patient who had essure inserted (lot no. 628321) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, 744 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required), intermenstrual bleeding ("metrorrhagia"), dysmenorrhoea ("dysmenorrhoea"), headache ("headaches"), asthenia ("chronic asthenia"), iron deficiency anaemia ("iron deficiency anaemia"), lactose intolerance ("lactose intolerance"), seasonal allergy ("pollen allergies"), myalgia ("significant muscle pain") and fibromyalgia (" fibromyalgia-type pain all over the body"). Essure was removed on (B)(6) 2024. The patient was treated with surgery (bilateral coronectomy and salpingectomy). At the time of the report, none of the events had resolved. The reporter considered asthenia, dysmenorrhoea, fibromyalgia, headache, intermenstrual bleeding, iron deficiency anaemia, lactose intolerance, myalgia, pelvic pain and seasonal allergy to be related to essure administration. The reporter commented: "I am also a private midwife and have had appointments with many patients with essure who have presented with the same symptoms perhaps the poisoning of women needs to end, and we are recognized as having a real condition, particularly given that serious research has been carried out by gynaecologists. Despite my profession, I have been completely lost in terms of treatment for 13 years. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 84 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female]. Metrorrhagia [metrorrhagia]. Dysmenorrhoea [dysmenorrhoea]. Headaches [headache]. Chronic asthenia [asthenia]. Iron deficiency anaemia [iron deficiency anaemia]. Lactose intolerance [lactose intolerance]. Pollen allergies [pollen allergy]. Significant muscle pain [muscle pain]. Fibromyalgia-type pain all over the body [general body pain]. Case narrative: the below report was received by health authority (B)(6) (reference number: (B)(4)) on 16-jan-2025. The most recent information was received on 23-jan-2025. This spontaneous case was originally reported by a healthcare professional and describes the occurrence of pelvic pain ("pelvic pain") in a 39 year-old female patient who had essure inserted (lot no. 628321) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2009, the patient had essure inserted. On (B)(6)2011, 744 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required), intermenstrual bleeding ("metrorrhagia"), dysmenorrhoea ("dysmenorrhoea"), headache ("headaches"), asthenia ("chronic asthenia"), iron deficiency anaemia ("iron deficiency anaemia"), lactose intolerance ("lactose intolerance"), seasonal allergy ("pollen allergies"), myalgia ("significant muscle pain") and pain ("fibromyalgia-type pain all over the body"). Essure was removed on (B)(6)2024. The patient was treated with surgery (bilateral cornuectomy and salpingectomy). At the time of the report, none of the events had resolved. The reporter considered asthenia, dysmenorrhoea, headache, intermenstrual bleeding, iron deficiency anaemia, lactose intolerance, myalgia, pain, pelvic pain and seasonal allergy to be related to essure administration. The reporter commented: "I am also a private midwife and have had appointments with many patients with essure who have presented with the same symptoms. Perhaps the poisoning of women needs to end, and we are recognized as having a real condition, particularly given that serious research has been carried out by gynaecologists. Despite my profession, I have been completely lost in terms of treatment for 13 years. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 84 kg. Lot number:628321,manufacture date:2008-10,expiration date:2011-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-jan-2025: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.